Event description:
Patient allegedly received the filter via the right common femoral vein. Per a CT report, the filter was unable to be removed on (B)(6) 2019. Per computed tomography (CT) report, "infrarenal ivc filter is noted with apex of the filter extending into the left renal vein. Multiple legs/supportive structures of the filter extend extraluminal within the adjacent fat and posteriorly toward vertebral body. Suprarenal ivc is patent. There is chronic occlusion of the infrarenal ivc with multiple retroperitoneal and pelvic collaterals. Significantly enlarged left gonadal vein is seen within the pelvis draining into the left renal vein with small filling defect, likely representing inflow artifact versus focal thrombus. Bilateral external iliac veins appear occluded. Extensive superficial varicosities are noted within the anterior abdominal wall as well." Per the unsuccessful retrieval report, "the right internal jugular vein was cannulated without difficulty. The filter revealed that a couple of struts were in the right renal vein. The hook of the catheter was in the origin of the left renal vein. The patient did have a patent cul-de-sac below the ivc filter. I was able to get a guidewire and shoot contrast several centimeters below the apex of the filter. Theoretically, [patient] does have enough of patent inferior vena cava that it possibly could be a source of embolic disease in the future. Given that and the fact that the left renal vein was partially occluded due to nephrectomy. I elected to go ahead and leave the filter in place. There was probably 3-4 cm from the patent inferior vena cava up to the right renal vein." Per xray report, "partial imaging of an IV c filter in the upper abdomen." Per radiology report, "on lateral view, faint curvilinear densities overlie the right ventricle which on today's CT are compatible with broken limbs of ivc filter." Per CT report, "infrarenal ivc filter again observed with diminutive caliber inferior to the filter consistent with ivc occlusion. There is extraluminal penetration of all 4 legs of the filter, most notably 1 entering the anterior endplate of the l3 vertebral body and extending to the inferior endplate into the disc space. 6 arms are present, 2 are missing." "Vertebral body hemangiomas again noted as well as a limb of an ivc filter extending through the inferior endplate of l3." "Ivc filter with known limb penetration and infrarenal ivc occlusion now with two broken arms within the right ventricle." Per radiology report, "again seen are 2 linear and curvilinear densities projecting over the cardiac silhouette corresponding to broken limbs of the ivc filter."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b5, b6, b7, d6, and h6. Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: occlusion, embedment, tilt, pain, and anxiety/ depression. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The additional information regarding embedment does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain and anxiety, depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2018 due to deep vein thrombosis after a right knee arthroplasty. Patient is alleging migration, tilt (the apex of the filter extending into the left renal vein), vena cava perforation (multiple inferior vena cava leg perforation extending extraluminally into adjacent fat and vertebral bodies), fracture (2 legs of the filter lodged in the heart), inability to retrieve the device, and organ perforation. The patient is further alleging occlusion causing multiple retroperitoneal, pelvic, and abdominal collaterals in addition to pain and anxiety/ depression associated with the filter and procedures. The patient subsequently underwent a filter retrieval, via the right internal jugular vein, due to filter occlusion, filter apex tilting into the left renal vein, and perforation.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog # is unknown but referred to as gunther celect. Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: fracture, vena cava/organ perforation, thrombus, migration. The reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2018. Approximately 7 months after receiving the filter implant, the patient underwent a computerized tomography (CT) scan of the abdomen and was informed that the CT scan revealed that the apex of the cook celect ivc filter was extending into the left renal vein. Multiple legs/ supportive structures of the filter were perforating the patient's inferior vena cava and extending into the l3 vertebral body and inferior endplate disc space. Approximately 1 year and one month after the filter implant there was an attempted ivc filter removal but the attempt was aborted once an inferior venacavagram indicated a thrombus (blood clot) existed below the filter. Approximately 1 year and 3 months after implantation the patient underwent a CT scan of the abdomen and was informed that the CT scan revealed that 2 broken filter struts had migrated to the right ventricle of the patient's heart. Hospital and medical records have been requested, but not yet provided.